Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of two single use loading units (sulu). Visual inspection of the returned photographs noted the loading unit had a deformed clamping mechanism and a bowed anvil. Visual inspection of the returned product noted that one loading unit was pre-fired and engaged in interlock and the second loading unit had a full complement of staples. The jaws both of the reloads were open. There were staples protruding from proximal staple cartridge channel of the pre-fired loading unit. The clamping mechanisms were deformed on both loading units. Both loading unit anvils were bowed. Functionally the loading units was loaded into a post market vigilance instrument, the interlock was overridden for the pre-fired loading unit, and the loading units were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, after firing two nails, the two reloads could not be fired. The surgeon was able to press the green button but the handle could not be squeezed. Another reload was used to complete the case. There was no patient injury.